Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump jammed. The occlusion was adjusted and cardioplegia was delivered, as needed. There was no delay in the procedure and no change out of the pump. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.